Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a possible detached needle on (B)(6) 2015. The patients sensor was inserted on (B)(6)2015. The patient stated that when he removed the sensor applicator the needle was stuck inside the sensor pod. The distributor did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Upon visual inspection the needle was detached from the cannula. The reported problem of a detached needle was confirmed. A definitive root cause could not be determined.